Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The reason for call was during the implant trial pt was receiving 95% relief. Since implant pt had gotten zero relief even after working with a medtronic representative on reprogramming the ins. When pt goes to use their therapy they get a jolt when the therapy kicks on but there was no pain relief; caller then noted the pt was getting a shock and a jolt when turning on device but it was not consistent. Pt was trying to get a hold of medtronic representative (B)(4) for 3 weeks between right after christmas and the middle of january for it felt like the rep was off the radar but thedoctor was finally able to get in touch with a rep caller did not know specifically when the rep was notified. Caller noted the pt was currently in a nursing facility for they had a fall and was in rehab. Pt was frustrated and caller felt like something was off with the device. Caller noted the ins battery only lasts 1.5 days when they were told it would last 3 days. Ps emailed local field representatives.

Event description:
Information was received from the rep that the results of the x-ray were that the leads look pretty close to their original position. Rep reports that the patient wanted to try regulator stimulation instead of dtm because the patient was having days where the stim was helping and days where it was not. Rep is scheduled to meet with patient during patient's next doctor appointment on 2022-(B)(6) to reevaluate.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A manufacturer representative reported that the patient was seen on 2021-(B)(6)for his post-op appointment and his dtm settings were programmed. At that point, he was given his titration schedule and they were working through his dtm settings/groups. He was to do 3 increases to a1 at 48 hour intervals. Following that, he was instructed to decrease a1 and increase a2, 3, 4 with a titration schedule. On 2021(B)(6), the patient spoke with the manufacturer representative and he was switched to group c and was to titrate c1. On 2021-(B)(6), the manufacturer representative spoke with the patient and they decreased c1 and increased c2, 3, and 4, and he was given that schedule. On 2022-(B)(6), they switch to b settings and he was given those titrations. On 2022-(B)(6), the patient was seen to remap leads and do additional dtm programs. They have subsequently run through those. The manufacturer representative was in contact with the patient's daughter who noted on 2022-(B)(6) that the patient has had multiple falls. He just had an x-ray done and they are meeting with him the week of 2022-feb-21 to determine if the leads have moved. As far as the shocking/jolting, the patient mentioned that if he coughed/laughed, he would feel the stimulation, but that is normal especially since he is running at high amplitudes. In regards to the battery only lasting 1.5 days instead of 3 days, the 3 days may have been an energy check run during a reprogramming session, and the patient has changed settings many times. As dtm is increased, the more energy energy changes the recharge interval. The patient's amplitude is getting over 6 milliamps. The physician is aware of the event.

Event description:
Additional information was received from a manufacturer representative. It was reported that effective therapy has not been established. Pt will see doctor again at the beginning of may.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a mdt rep on may 11th. It was reported that the patient was frustrated and didn¿t want to try anything new. His device also was not charged. Rep offered to wait for him to charge it and the patient declined. The evolve workflow was presented as another option.